Event description:
A malfunction was reported on the customer's pump, identified by the malfunction code malf 16. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, as it was still under warranty, and provided instructions for returning the problematic pump. The caller was informed that the replacement pump would include updated software and acknowledged the need to program settings and connect their cgm to the new pump. They were instructed on putting the old pump into storage mode and advised returning it within 10 days to avoid charges. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.